Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented being very dirty, front cover was cracked, lcd (liquid crystal display) has crystal leakage, line cord discolored, water tank cover cracked, corroded quick connect, water tank looks rusty, plate clip has broken corner. The customer stated problem was duplicated. Lcd had liquid crystal leakage. Replaced pcb (printed circuit board) , quick connect fitting, water tank cover, dual thermistor, plate clip, line cord, and front cover. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.

Manufacturer narrative:
No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the display on the unit is broke. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.